Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a pairing failure between the dexcom g7 cgm and the ilet, while the dexcom mobile app continued to display glucose readings, indicating the sensor-transmitter system was functioning and that blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included guided troubleshooting steps, including toggling bluetooth, restarting the device, and re-entering the pairing code to initiate a new pairing sequence. Investigation of this case revealed an unsuccessful cgm-to-ilet communication link, consistent with a connectivity issue external to the sensor¿s glucose measurement function. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing issue between the cgm and the ilet.